Event description:
It was reported that this male patient's knee was causing pain 7.5 years post op. Revision surgery has been recommended, but not scheduled. No other information available.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 2136093 02-010-01-0360 - logic femoral ps cem right sz 6, 1950695 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t, 3805456 200-02-38 - three peg patella 38mm.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain cannot be conclusively determined, however, it is most likely related to the patient¿s underlying condition. Section h11: *the following sections have corrected information: (b5) describe event or problem: it was reported via legal that this male patient's knee was causing pain 7.5 years post op. Revision surgery has been recommended, but not scheduled. No other information available.

Event description:
It was reported via legal that this male patient's knee was causing pain 7.5 years post op. Revision surgery has been recommended, but not scheduled. No other information available.